Event description:
The customer reported that while pipetting an hbsag assay on summit the technician observed that conjugate was not properly dispensed into multiple wells of the microwell plate. No error was generated by the summit. No death or serious injury was associated with this incident.